Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2013-21227. The pt received two scs anchors with the same lot number. It was reported the pt's ipg is located along his belt-line which is causing periodic discomfort while wearing a belt and walking. Additionally, the pt also experiences persistent discomfort at the lead anchor site. It was reported the anchors are causing the skin to bulge resulting in discomfort when pressed. It is uncertain if both of the anchors are causing this issue. Subsequently, surgical intervention will be taken at a later date to address the issues.